Event description:
The issue was reported to philips because the device had a torn button on the display. There was no specific reported malfunction for the device. There was no negative patient impact.